Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.

Event description:
It was reported that the patient was admitted to the hospital with a pocket infection and erosion, attributed to an allergy to steri-strips and dermabond. The loop recorder became visible through the opened incision of the device's implantation pocket. Consequently, the loop recorder was removed and a new one was implanted. The patient's condition remained stable throughout.